Manufacturer narrative:
This product was kept by the patient and will not be returned to boston scientific. Therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the estimated remaining battery longevity at the time was nine percent. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The patient kept the explanted device; therefore, it will not be returned for analysis.